Event description:
It was reported that the pump exhibited having issues with the plunger cable or main printed circuit board (pcb). No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the lower left corner. A review of the event history log identified check syringe plunger sensor in history. During functional testing the check syringe plunger sensor duplicated during power up. Contamination was found on plunger head. The root cause of the issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced all parts of the plunger head and plunger cable and performed power up process and all functional test which the device passed.